Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, fse confirmed reported error on the error log. Fse instructed the customer to power off, and then on the analyzer and error was reoccurred. While analyzer was off, the customer was instructed to remove the rear panel and inspect overflow basin and fluid over sensor pins. Fse instructed the customer to clean and dry the well, and attempt powering on the analyzer. Analyzer restarted successfully without any errors. The customer successfully completed quality control and sample runs without errors. The customer confirmed analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2009] liquid leak. Cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. The most probable cause of the reported event was due to fluid on the leak sensors.

Event description:
A customer reported getting error message "2009 liquid leak" during daily startup on the aia-900 analyzer. The customer inspected, cleaned, and changed wash probe tips after startup aborted. The customer rebooted the analyzer, error reoccurred when attempting startup again. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2), creatine kinase mb isoenzyme (ck-mb), estradiol (e2) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.